Manufacturer narrative:
The following fields were updated and/or corrected: d4. Medical device lot #: 2195041. D4. Medical device expiration date: 07-jan-2024. H4. Device manufacture date: 14-jul-2022. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc.), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. (B)(4). The batch history record review for batch (B)(4) was satisfactory per internal procedures. The label reconciliation for batch (B)(4) showed there was no shortage or excess of labels after manufacturing. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. In process checks are performed and were complete during manufacturing at designated intervals per procedures and were within specifications. Qc inspection and testing were satisfactory at time of release. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch (B)(4). Retention samples ((B)(4)) were available for inspection on this batch. There were no retention samples with extra labels or turbidity. Retention samples were divided and incubated at 20-25 degrees c ((B)(4) tubes) and 30-35 degrees c ((B)(4) tubes) and no turbidity was observed at 14 days incubation. There was one photo received for batch (B)(4). The photo showed one tube with turbidity at the bottom of the tube. The label was peeling off the tube. No returned samples were received for investigation of batch (B)(4). Batch (B)(4) cannot be confirmed for extra labels. This batch cannot be confirmed for leaking. Leaking cannot be determined from the photos received for this batch. This complaint can be confirmed for turbidity. This complaint can be confirmed for label positioning. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for fill volume, leaking, cap damage, contamination and labeling defects.

Event description:
It was reported that prior to use with 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was biological contamination. There was no report of impact to patient or user.

Event description:
It was reported that prior to use with 3 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was biological contamination. There was no report of impact to patient or user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.